Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level displayed as high (value not provided). The customer was treated with intravenous saline and insulin to resolve the issue. At the time of report the customer was still hospitalized. Reportedly, multiple occlusion alarms had occurred. The customer changed the pump supplies to resolve the issue and declined follow up with tandem customer technical support.